Manufacturer narrative:
The lot history record was reviewed for starburst semi-flex 25 cm for trocar assembly, final test and inspection, 100% inspect all released components (for fully deployed, undamaged array (no kinks or visual bends). Nothing was found to have contributed to the reported event. At this time, angiodynamics has deemed these process controls adequate to detect this failure mode. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013 by (B)(6), "issues with their semi-flex probe in that it broke during a procedure". At the time of the event no info was available on the pt or procedure outcome. Angiodynamics has requested additional event and pt info from (B)(6).